Manufacturer narrative:
Examination of manufacturing history found no evidence of product non-conformances. Visual examination of the returned portion of the pin found it appears that the lateral nut was crossthreaded onto the pin causing it to become cold welded and jammed. However, without the nut or the rest of the pin to evaluate, it is difficult to confirm.

Event description:
It was reported that patient underwent an open reduction, internal fixation of the shoulder (B)(6) 2014. During the application of the nut onto the pin, the threads stripped/cold welded. The surgeon removed the pin and used another to complete the procedure. This caused a 35-minute delay in the procedure.

Manufacturer narrative:
This follow-up report is being filed to correct implant date. The component was not implanted in the patient.